Event description:
The harmonic focus shears were activated. After a few minutes of use, the machine indicated to the scrub tech to activate the hand piece again. The shears were changed and no further problems occurred.